Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow, once the analysis has been completed.

Event description:
The customer stated, she was hospitalized for high blood glucose. No blood glucose reading was reported. Troubleshooting was performed and the programming was correct. The customer stated, she has rec'd no delivery alarms in the past, when her blood glucose levels have been high. Nothing further was reported.